Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. The pump was also programmed with test boluses. All boluses delivered properly with water exiting the infusion set. No delivery anomaly noted during testing. The pump was received with cracked keypad overlay at the select button. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. There were boluses listed on the event date 17-nov-2025 in the pump history file. There were no auto suspend alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 17-nov-2025 in the pump history file. On the event date of 17-nov-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 214500 (21.45 u) and dailytotalofbolusinsulindelivered = 300000 (30 u) which is equal to the dailytotalofallinsulindelivered = 514500 (51.45 u). Perform the history review 2 days from the event date 17-nov-2025 in the pump history file and found 2 pump error 23 on 11/17/2025 and 4 battoutlimit (6) on 11/17/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The pump passed the functional testing. Delivery anomaly not confirmed. Cosmetic damage was confirmed at the front of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer reported blood glucose value of 30 mmol/l. Customer also reported that the middle button of the insulin pump was damaged the event involved product(s) mmt-1885. Troubleshooting was performed for physical damage. Customer mentioned that the functionality was affected for the pump and insulin pump was not delivering insulin. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. It was unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.